Manufacturer narrative:
(B)(4). The three (3) additional proglide devices are filed under separate medwatch report numbers. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with four proglide devices were attempted in the common femoral arteries via 14fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the plunger assembly was pushed to deploy the needles, no sutures were attached to the needles, with four proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. A femoral angiogram was not taken. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed.it should be noted that the proglide instructions for use states (IFU): perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na